Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using an ilet system with a steel infusion set and dexcom g7; the user noted higher-than-normal glucose without device alerts or paused insulin, and troubleshooting revealed delayed tubing fill with drops appearing after approximately 7 units, suggesting a potential air bubble, after which the user changed the short tubing, refilled the cannula, and resumed delivery. Symptoms included elevated blood glucose, peaking at 327 mg/dl, without dizziness, loss of consciousness, or other acute complaints. Outcomes included no hospitalization, no professional intervention, no use of backup therapy, and glucose trending down to 130 mg/dl with continued monitoring and hydration. Investigation included guided troubleshooting, tubing refill, infusion set short-tubing replacement, and user education on potential air entrapment. Investigation of this case revealed a suspected flow interruption due to air in the tubing; no device alarms occurred and the infusion site and cannula appeared normal, with glucose normalization after set maintenance and refill. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.